Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead exhibited loss of capture and the patient experienced bradycardia. The lead also exhibited noise resulting in automatic mode switch episodes. The lead was explanted and the patient was in good condition.